Event description:
Customer reports flow regulator leaking around the dial. Customer has spoken to manufacturer vygon/churchill about issue. No report of pt harm or medical intervention. Customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). The customer complaint of flow regulator leaks around the dial could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.